Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. A non-abbott guidewire was used to guide the delivery system. The valve was successfully implanted. While the guidewire was being removed resistance was encountered, and the wire became damaged and shredded. The wire was able to be removed but the outer coils became elongated and snapped, making the lumen of the delivery system no longer usable. The delivery system was then cut to allow for re-wiring of the distal delivery system. While this was attempted, the distal end of the delivery system migrated into the arterial system. The other part of the delivery system was able to be retracted through an integrated sheath and the wire passed into the vessel. The integrated sheath was removed and a 14f and 18f delivery system were inserted. It was seen that the distal section of the delivery system was in the external iliac artery (eia) about 5cm above the femoral head. After prolonged attempts, the delivery system was snared and retracted into the 18f sheath. However, it was not possible to completely retract the delivery system and therefore, the snare was disconnected. It was decided to remove the remaining distal end of the delivery system via open surgery. The patient's active clotting time (act) maintained throughout the procedure. Normal conduction returned and the temporary pacing wire (prw) was removed from the patient). An 8mm balloon was positioned in the eia to maintain hemostasis during the procedure. The distal delivery system was retracted, and the sheath and wire were removed from the right common femoral artery (rcfa). The vasculature was closed by the surgical team. The patient required a unit of blood during closure. The patient was reported as stable and was discharged home.

Manufacturer narrative:
An event of difficulty retrieving the safari guidewire from the flexnav delivery system and the guidewire became damaged and shredded was reported. A test guidewire was successfully advanced from the guidewire lumen flush port to the integrated sheath's cut part and from the cut part of the inner shaft through the radiopaque tip without any difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications during commercialization. The cause of the reported event could not be conclusively determined.